Event description:
It was reported when using the bd rhapsody scanner there was waste leakage without bleach not contained (outside instrument). The following information was provided by the initial reporter. The customer stated: there was a "fluidic issue; there was dripping/leaking/flooded/overflowing with the use of the device." Additionally the customer stated: "at this moment, it is unclear if the pipette was held properly or if the pipette itself is in fact faulty. The liquid was expelled out of the pipette tip but went over the top of the cartridge rather than inside. This would indicate to me a user error and that the seal between the pipette tip and the cartridge wasn¿t tight rather than a fault in the pipette itself. However, the customer had to pipette more liquid in the cartridge which has potentially caused the experiment to fail as the beads were not retrieved from the cartridge correctly."

Manufacturer narrative:
After further review MFR#: 2916837-2021-00101 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd rhapsody scanner there was waste leakage without bleach not contained (outside instrument). The following information was provided by the initial reporter. The customer stated: there was a "fluidic issue; there was dripping/leaking/flooded/overflowing with the use of the device." Additionally the customer stated: "at this moment, it is unclear if the pipette was held properly or if the pipette itself is in fact faulty. The liquid was expelled out of the pipette tip but went over the top of the cartridge rather than inside. This would indicate to me a user error and that the seal between the pipette tip and the cartridge wasn¿t tight rather than a fault in the pipette itself. However, the customer had to pipette more liquid in the cartridge which has potentially caused the experiment to fail as the beads were not retrieved from the cartridge correctly."